Event description:
The facility's nurse reported to baxter (B)(4) that a microbore catheter extension set had tubing separate from the male luer. This occurred during infusion. The set had been used for 26 days. There was a patient involved, but there was no patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number.a batch review could not be completed as the lot number was not provided by the customer. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was available for evaluation. A visual inspection revealed that the male luer was separated from the tubing, and the tubing had a solvent ring. The reported condition is confirmed. The root cause of the reported condition was undetermined.